Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure ,the lead had poor maneuverability. The lead was not implanted. No patient complications have been reported as a result of this event.